Event description:
It was reported that the patient had pump stops on an ungrounded patient cable. Log file analysis confirmed pump stops on (B)(6) 2021 (2916596-2021-04041) and (B)(6) 2022. The pump stop on (B)(6) 2021 occurred on battery power. The pump stops on (B)(6) 2021 reportedly occurred on an ungrounded patient cable. The patient had a known short to shield (2916596-2018-04091). It was additionally reported on (B)(6) 2022 that the patient was asymptomatic during the pump stop on (B)(6) 2022. No further intervention was planned to address the patient's shorting issue. The patient was being supported with milrinone for heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed the reported pump stops. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. The submitted log file captured pump stops on (B)(6) 2021 and (B)(6) 2022 while connected to the battery power and the power module, respectively. The pump stops were associated with low speed and low flow hazard alarms. The pump regained speed following the (B)(6) 2021 pump stop event and remained at or above the low speed limit until the pump stopped again on (B)(6) 2022. No other atypical events or alarms were captured. Based on complaint history and similarly reported events, the low speed/pump stop event observed in the submitted log file is consistent with that of damage to two or more wires in the patient¿s driveline; however, a specific cause could not be conclusively determined through this evaluation as no product was returned for evaluation. Additional information received on 27jan2022 stated that no symptoms were associated with the pump stop on (B)(6) 2022. The patient is not a candidate for a pump exchange and is currently on milrinone for support in the event their pump stops and does not restart. Incidental findings: analysis of the submitted photo revealed yellow discoloration of the driveline at the exit site. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11aug2016. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for and clean the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.